Event description:
Complainant alleged that the paramedics arrived to the scene of a pt who was resuscitated per CPR from the first responder. The medics attached the device with paddles to the pt, who was in ventricular fibrillation, charged up the device to 200 joules and the device failed to discharge and internally discharged the energy. The medics attempted to defibrillate the pt several times and the device internally discharged the energy. The medics tried using asynchronous mode but to no success. Subsequently, the medics turned the device off and back on again, which during the time CPR was being given to the pt. Once again, the device and paddles were attached to the pt and upon another attempt to discharge, the device failed to charge energy. The complainant alleged that they obtained another device to continue treating the pt which delayed treatment six minutes. Subsequently, the medics continued with advanced cardiac life support, however, the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.